Event description:
Further information was received indicating that the event started on (B)(6) 2013 and ended on (B)(6) 2013. It was reported that the event was definitely related to implant but not related to stimulation.

Event description:
Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
It was reported that the vns study patient had presented generator migration and hematoma at the generator¿s implant site. The patient underwent surgery for repositioning the generator. The hematoma was reported to have started and resolved on (B)(6) 2013. The event was considered a mild adverse event. The event did not cause the patient to discontinue from the study. The event resulted in initial or prolonged hospitalization. The generator was explanted due to pain reported in the MFR. Report # 1644487-2015-04574. Attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.